Event description:
I've been using abbott libre3 plus cgms. In the last two weeks, I have changed the device three times as they've been falling off. The device is leaving a bruise and a nod at the sensor insertion area. These are extremely poorly designed and manufactured products that lacks quality and appropriate checks. I seriously question FDA how they don't take necessary actions despite of class I recall. I've called them and asked to escalate the quality concerns but haven't had any response. I also messaged them on x but unfortunately no response received. This is a waste of money and my insurance for an abjectly poor manufacturing, quality and design oversight. This report captures libre 3 plus device #3. Pt: 1754. Device: 1068, 1506. Ref: mw5189509, mw5189510.